Event description:
The customer stated that she had received a low glucose reading when using her contour ts meter. While troubleshooting, the customer received a control test result of 34 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.